Event description:
It was reported to ge medical systems that a van driver brought a ferrous dolly into the magnetic resonance scan room with an "at-field" magnet. The dolly was attracted to the magnet. The driver had been told not to enter the scan room. It was also reported that ferrous floor tiles were discovered during the installation of the system upgrade and these were also attracted to the magnet. The user documenteation warns against ferrous objects in the scan room. No injury was reported from either issue.